Event description:
"The walker has lost the left front wheel. The fork is intact. Strange bubbles appear on the tire so the walker should have rolled a bit jerky. Perhaps may be one reason that the wheel came off"

Manufacturer narrative:
The future is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).